Event description:
It was reported that the PICC placed on (B)(6) 2010 - the patient was having chemotherapy administered - it was observed that during administration on (B)(6) 2010 that leakage of chemotherapy was observed at the exit site. The PICC line was removed and a hole was observed in the PICC approximately 4cm from the exit site inside the patients vein.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr of lot #resa0276 showed one other similar product complaint(s) from this lot number. (B)(4)